Manufacturer narrative:
The device was manufactured between november 10, 2016 and november 11, 2016. The device was received for evaluation. During visual inspection, droplets of fluid were observed on the inner wall of the housing. The droplets of liquid were subsequently identified to be water. No signs of actual leakage were found in the device. Functional testing was performed, the unit was monitored for 24 hours and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during patient¿s infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.